Event description:
Pt reported that after injection with "juvederm" in the lips the pt experienced "bubble up on one side, bruising and a bump that is hard." The pt stated that they are "not happy with the results." The pt stated that the symptoms are only on the left side and were noticed one day after injection. No treatment has been provided. Symptoms are ongoing. Follow-up was made with the pt 3.5 months after the initial report. The bruising had resolved, but a "few small bumps" still persisted. The pt has not had medical intervention.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of a "bubble up on one side," bruising, and a "bump that is hard" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. See scanned pages.